Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards learned through the investigation of that a 19mm carpentier-edwards perimount aortic valve, implanted in the pulmonary position, was explanted after an implant duration of seven (7) years due to severe pulmonary stenosis and regurgitation (psr). The explanted device was replaced with a 21mm 3300tfxj valve. The patient status was not provided. Per the reported information, a follow-up catheterization revealed severe psr after an implant duration of approximately four (4) years, seven (7) months, however, the patient had been asymptomatic at that time, so follow-up was continued without intervention at the request of her family. Two (2) years and one (1) months later, progression of the psr was observed by catheterization, and the patient was indicated for re-do pulmonary valve replacement.

Manufacturer narrative:
Added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. A device history record (DHR) review was unable to be performed as no s/n was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including patient age at implant.